Event description:
Caller reported a malfunction on a pump, but there was no notable event preceding it. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted in executing this reset, and confirmed the malfunction did not recur. Customer was advised to call back if the issue arose again and was cleared to continue using the pump.